Event description:
The patient underwent surgery for pulmonary hypertension. Approximately two (2) hours later, the patient experienced internal bleeding. The surgeon re-opened and found a tear in the pulmonary artery, near where the product had been placed. The surgeon did not say the product was at fault, however she said that she could not rule out the possibility that the film had caused the tear.